Manufacturer narrative:
E1 initial reporter address 1: (B)(6).

Event description:
It was reported that the device was stuck with the guidewire. The target lesion was located in a severely calcified artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the device became stuck with a non-boston scientific guidewire. The guidewire and catheter had to be removed as a single unit. Outside the body however, the guidewire was able to be removed from the catheter. The procedure was completed with another of the same device. No patient complications were reported.